Event description:
A 68-yr-old male admitted on 3/5/96 with laryngeal stenosis secondary to laryngectomy 13 years ago for laryngeal cancer. On 3/20/96, pt underwent placement of a single lumen central line catheter. During placement, the catheter separated in two, 1 1/2 cm distal to the cuff. There was no evidence, as stated by the physician that placed the line, that the catheter was cut. The pt was taken to radiology and catheter piece retrieved from right pulmonary artery. The pt suffered no sequelae as a result of this event.